Event description:
A programming wand was returned with no allegations against the device. An analysis was performed on the returned wand and found that the wand had intermittent conductors in the serial data cable, thus inhibiting successful communication with a bench generator. No other anomalies were noted with the device's performance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.